Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and power on self-test revealed evidence of the f-38 alarm. The reported condition was verified. The cause was determined to be inoperative force sensing resistors (fsrs). The fsrs were replaced to address the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.